Event description:
On 10/19/2023, the customer reported to hologic that they were questioning a sars tma run, wl 001410-20231017-10, using assay lot 531915 which had a high number of positive samples (32 positive out of 68 total samples). Customer retested the positive samples from this run in wl 002798-20231018-39 on another panther instrument (B)(6) and using the same assay lot (ln 531915), and 17 samples resulted negative. Customer noted that all the positive results were initially released to the patients. They then reran the samples in triplicate and corrected the results for any samples that had negative results all three times. Customer was not sure if any patients received treatment based upon the positive result. As part of eua agreement, FDA requires all aptima sars-cov-2 assay questioning results and false results (confirmed or not) complaints to be reported as malfunction MDR.

Manufacturer narrative:
Hologic product applications specialist (pas) reviewed the logs. Pas found no hardware, kinetics or reagent preparation issues. Pas suggested that the kit or samples may have been mishandled or had low target. Pas could not determine if the sample results were truly from the patient or from contamination. Pas advised customer to clean reagent and sample prep benches with fresh cleaning solution, and also clean all touch points. Pas also recommended that the customer run 30 blanks and if all results are negative they can continue to run and monitor their positivity. Ts reviewed logs for the worklist in question and found a valid run and controls had expected rlu values. The run had 18 positive samples, 91 total samples, and a 20% positivity rate. Ts informed the customer that the assay kit used for this run may have been contaminated due to elevated positivity rate (20-50% range). Customer discarded the affected kit. Customer reported that as of 10/31, the runs were back to a normal positivity rate for their lab. Customer reported they ran blanks which all came up negative after issues occurred. They also performed monthly maintenance on the instrument and deep cleaned their preparation areas. Customer reviewed information and believed issue was due to a carry-over event during pipetting of the samples. As part of eua agreement, FDA requires all aptima sars-cov-2 assay questioning results and false results (confirmed or not) complaints to be reported as malfunction MDR. H3 other text : other.